Event description:
Reporter indicated a vns dell x50 handheld computer would not move past the align screen despite performing a hard reset. Attempts for return of the suspect computer have been unsuccessful to date.